Manufacturer narrative:
Initial reporter city: (B)(6).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the severely tortuous and severely calcified shunt. A4.0mmx40mmx80cm (4f) sterling balloon catheter was advanced for dilatation. However, during first inflation the balloon ruptured at 2 atmosphere for 10 seconds. The device was removed and procedure was completed with a different device. There were no patient complications reported.